Manufacturer narrative:
H11: corrected data: corrected section d6 as it was (B)(6) 2021' and should have been blank on the initial FDA report. There was no device explant in this case. Corrected section h6 (type of investigation, investigation findings, investigation conclusions).

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 23mm valve implanted in the pulmonary position underwent intervention for a valve-in-valve (viv) replacement after an implant duration of approx. 7 years and 5 months due to severe stenosis (max gradient 60mmhg) and moderate insufficiency. The patient was asymptomatic. A 23mm valve was implanted within the existing surgical valve. The patient was noted as to be hospitalized in stable condition after the procedure.